Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl; cause was unknown. Bg was addressed via manual injection and supply change. The customer was instructed to consult with healthcare provider regarding bg level. The customer confirmed that the pump was functioning as intended.